Event description:
Pt in surgery for right ankle fracture, surgeon put plate and 8 screws on one side. Needed to put one long screw in from opposite side. While doing this, the drill bit broke off inthe ankle. Surgeon decided that ankle would be damaged more if he tried to remove it. Drill bit tip (approx 1 inch) left in pt. (Bone)